Event description:
Firefighters responded to a pt described as in cardiac arrest with an AED and administered two countershocks when paramedics arrived with the device to take over the scene. According to the reporter, when the charge button was pressed, the device would not complete a charge and would not charge to another energy setting when the energy selector was turned. A backup device was called for and used. The pt was not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending paramedic's assessment of the pt's viability.